Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider concerning a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s therapy stopped working. The patient was in the hospital for an event unrelated to patient device/therapy. Therapy stopped 3 days prior to call. No further information was provided. No further complications were reported/anticipated. The indication for implant was non-malignant pain.